Event description:
On (B)(4) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.12 ng/ml on a patient. I-stat: result/time: 0.12 ng/ml 12:41, 0.07 ng/ml 14:56. Becton dickinson: lab result/time: <0.03 ng/ml 12:35. The suspected discrepant results were released to the physician. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). MFR reports #2245578-2011-00165 through 2245578-2011-00168 are from a single user site. The internal investigation is in progress; no overall trends have been identified in product lot(s) used. The issues appear to be isolated to specific sites.